Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the iesu involved with this complaint and completed the device evaluation. Failure analysis investigation could not confirm or reproduce the customer reported issue. The unit energized and cauterized and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer observed a u-02 error on the integrated electrosurgical unit (iesu) generator. The technical service engineer (tse) then had the customer unplug the power cord and reseat all cables in the back of the integrated electro surgical unit (iesu) and the issue remained. After, the tse asked the customer if they had an energy activation cable for the valley lab and they did not know. The tse asked the customer if they were using the other system that they had and the customer stated no. Then, the tse recommended the customer swap the vision side cart (vsc) for the case. It was noted the customer swapped the vsc and continued with the case. The procedure was continuing as planned with no reported injury.